Manufacturer narrative:
The insulin pump alarmed an unexpected no delivery alarm during excessive no delivery test due to faulty force sensor system. The pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that the pump would not deliver insulin even after changing the set. The customer stated that the alarm occurred during manual prime. The customer stated that the no delivery alarm was recurring. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised to replace the plunger and manually push the plunger to verify that insulin exited the tubing. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.